Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer had blood glucose level of 400 mg/dl. Customer was treated with insulin pump and insulin drip. Customer had blood glucose level of 135 mg/dl. Customer was using auto mode. Customer stated that there was no air bubbles and leak. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.